Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6) ); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that they are concerned that there is a recall on the recharger that causes skin abrasions, skin irritation, hives, blisters, and rashes. Patient stated they have been getting these weekly since they were implanted. The patient stated that there was tightening in their chest when he was charging with the recharger. Patient stated they now have to have skin tags on their neck area, chest, and back skin burned off which is where the ins is located and they use the recharger every 5 days on the area. Patient also stated there is warmth from the recharger while charging ins. Patient mentioned they like their stimulator for their headaches, dizziness, and vertigo, but were inquiring as to why they were not made aware of the recall. Patient also inquired about reimbursement for skincare and steroid cream bills and reported an infection behind their head in july 2021 for which their dermatologist prescribed oral and creams. Agent reviewed recall information with the patient. The patient was redirected to their healthcare provider to further address the issue. A replacement recharger (rtm) was sent out.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The reason for call was patient stated they was sent a replacement charger after they explained that they was getting skin operations and skin tags and found out that the device was recalled 10 days after it was implanted. Patient stated they is going back and forth with a rep unsuccessfully to deal with reimbursement of medical expenses and they is trying to reach her supervisor and the chairman's office to discuss $(B)(6) medical bills. Patient said they has had 6 skin surgeries and 11 hospitalizations for this defective recharger. Patient mentioned they has a skin smear in his left chest and stimulation works but this charging device has caused him problems. Patient stated his hcp office was never notified of the recall.